Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator. It was reported that the power output for cut 1-5 were falling outside of tolerance. (Specifically cut 5 was at 14.9 watts) found during biomed testing. There was no patient involved.